Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. A lot number was not provided. A device history lot review cannot be performed. If additional information is received a supplemental will be provided. D4 and h4 the lot#, expiration date, and manufacturer date are unknown. E1: additional phone number: (B)(6). E1: initial reporter did not specify the hospital except by abbreviation (B)(6).

Event description:
The event occurred on an unspecified date (12/1/2025 has been used as a place holder) and involved an unspecified tego. It was stated the arterial line aspirates but, aspiration through the tego is no longer possible, and dialysis comes to a stop. The tego must be removed or replaced in order to restart the dialysis. In most cases, this does not occur immediately after the tegos are newly installed, but rather from the second dialysis session onward. On site, they tested a contaminated, affected tego and found that a new, unused luer lock syringe can be attached, but in some cases sits at an angle on the tego, thereby impairing flow. If the tego septum is moistened beforehand with hand disinfectant, the connection works properly, and unobstructed flow is ensured. No harm reported.

Manufacturer narrative:
Received nine (9) used list #unknown tego, one (1) new ref #464013, bal flush syringe, and one (1) used ref #464013, bal flush syringe connected to one (1) used list # unknown tego for inspection. One (1) of the samples was in a separate container marked "defective". The tego had excessive seal tearing around the yellow rim of the body causing the seal to collapse and occlude the fluid path. The other eight (8) tegos had blood residuals in the fluid path as received. The blood residuals were cleared by infusing fluid through with the returned syringes. There were no restrictions in flow. The list #unknown tego had no defects or anomalies or restrictions in flow. The reported complaint of restricted flow can be confirmed on the nine (9) used d1000 tegos. The probable cause for the eight (8) d1000 tegos is due to blood clotting during use. The probable cause for the one (1) d1000 tego with seal tearing is due to uneven adhesive application. Corrective action relating to this issue is ongoing. A DHR lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to MFR: 3/5/2026 additional/updated information can be found in b3 - date of event., b5, d4 - catalog #, d4 - primary UDI number corrected information can be found in d10 concomitant products.

Event description:
Additional information was received that the tego connector was specified as list number d1000. The product was stored at room temperature.